Event description:
It was reported that during a mini gastric bypass surgery sterile and new ec45 was opened using sterile technique and was loaded with ecr45b and was fired after waiting for one minute. Using same technique, ecr45b was fired in the second shot, then in the third firing ecr45d was used and in fourth firing ecr45b was used. Whole staple line bled (approx 20 ml blood was lost) and hence whole staple lined had to be sutured. Also the anvil of the gun didn¿t open after the fourth firing. Ot staff has given the cartridges and the gun to get it checked if there was any problem with the gun. One device and four reloads will be returning. Procedure was prolonged by twenty minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device opened off the tissue? It couldn't get opened. There was no problem in removing the device from the patient's body because as anvil of the gun needs to be closed in a regular process also while removing it out of patient's body. Surgeon was performing jejunojejunostomy. How was the bleeding controlled? The surgeon sutured the staple line, approx 20 mins were spent extra and 20 ml of blood was lost.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with three cartridge reloads present. The cartridge (b) ecr45d, was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The cartridge (c) ecr45b was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge (d) ecr45b was received unfired. The returned device was tested for functionality by resetting cartridges (b,c) and reloading the cartridges (b,c,d) into the device. The functional test demonstrated that the remaining staples in the cartridge reloads (b,c,d) formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.